Event description:
Pt had a seizure and was found on floor by nurse. Nurse tested blood glucose=118 mg/dl on suspect device. Nurse treated pt with glucagon injection. Later that afternoon pt had another seizure and nurse tested blood glucose=77 mg/dl. Nurse treated pt with juice. Nurse tested herself on suspect device and also on another device and found that the suspect device with new vial of strips and results agreed.

Manufacturer narrative:
Standard disclaimer on file.